Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a pcb00 24.0 diopter intraocular lens (iol) was explanted due to patient not being able to see and requested a toric lens. The lens was removed and was replaced with a zct300 iol with a lower diopter size (21.0). There was no incision enlargement, no vitrectomy and no sutures required. Product will not be returned. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.